Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent structure was found to be lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the proximal portion including the manifold and strain relief was not returned, only the distal portion (160mm in length) was returned. A visual examination of the crimped stent found that the stent had moved on the balloon with struts stretched, distorted, overlapping and misaligned. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner & outer extrusion appears to have been previously cut under tension. The bi-component bond showed no signs of damage or strain. A piece of a guidewire was returned inside inner guidewire lumen. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent structure was found to be lifted. No patient complications were reported and the patient's status was stable.